Event description:
It was reported that during an unk procedure, the device was used to staple in the adnex region with a vascular reload. The device delivered an incomplete staple line with poor staple formation. An add'l device was used to complete the case. There was no pt consequence reported.